Manufacturer narrative:
Two iq 1.4 mm drill with 15 mm stop (72-2046) were returned without packaging. The drills were visually evaluated and both were found to be in good cosmetic condition; minor discoloration was observed. The drills were also functionally inspected and were found to function as intended. The complaint for the drills was unconfirmed as both parts slid into and out of the gage freely. It was determined that the most likely underlying cause of the complaint is due to collet wear on the iq driver. There are no indications of manufacturing defects. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00183-2.

Manufacturer narrative:
The manufacturing history was reviewed and no non-conformances were identified for this lot. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference report 0001032347-2017-00183.

Event description:
The distributor reported that during a craniotomy, the driver did not get locked so the shaft came off. It is unknown if the issue is with the driver or the shaft. No patient injury was reported, however it is unknown if there was a delay.

Manufacturer narrative:
The device evaluation is in progress, a follow up report will be sent upon completion of the device evaluation. Report two of two for the same event, reference 0001032347-2017-00183-1.